Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed that the lens was received cut in halves. The lens condition is consistent with a lens that has been explanted from the patient's eye. The returned sample was testable only for visual inspection. Based on the investigation no manufacturing cosmetic defects were confirmed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient date of birth/age: unknown. Sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's eye, the capsule tore. It was unknown if the lens was fully implanted and/or removed and replaced within the same procedure. No further information was provided.